Manufacturer narrative:
Investigation result: the device was not returned to boston scientific for analysis. Device analysis: the database logs could not confirm or determine the root cause of the reported heat at the ipg site while charging. Observations from the charge and system logs revealed that the ipg temperature was within the expected range at the time of the cp connection and while charging. An ipg reset while charging was noted in the database logs. When the system resets, stimulation turns off for 10-15 seconds and returns back to normal operation. Updating the ipg firmware is a remedy for this ipg behavior. You may apply the remedy if the hcp sees fit. Please note that this firmware update only addresses the intermittent therapy due to ipg resets while charging and therefore is not expected to resolve the issue of ipg heat. Be sure to report if the firmware update is done (or has been done) for this ipg. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review did not reveal any anomalies as it states: persistent pain at the implantable pulse generator (ipg) or lead site is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Labeling also states heat due to charging (for rechargeable ipgs). Patients should not charge while sleeping. This may result in a burn. While charging, the charger may become warm. It should be handled with care. Failure to use the charger with either the charging belt or an adhesive patch, may result in a burn. If patients experience pain or discomfort, they should cease charging and contact boston scientific. Investigation conclusion: based on a thorough review of the reported complaint, a labelling review found that the reported event of the ipg getting hot while charging is a known risk of implanting a pulse generator as part of a system to deliver scs. Therefore, this investigation is assigned a probable cause of known inherent risk of device. Additionally, during the analysis of the database, ble.cpp faults occurred while charging, which can cause a system reset. The interactions of the charger's charge field induce noise on the submodule of the bluetooth communication chipset and cause internal resets for the bluetooth communication chipset which in turn can cause a system reset. If system reset occurs, it will cause the stimulation to turn off and turn back on. The user could perceive the sudden change in stimulation status as a feeling of overstimulation sensation. Therefore, this additional finding will be assigned the cause code of cause traced to device design.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) due to it getting hot while charging. Per db analysis, ipg resets while charging was noted in the database logs.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) due to it getting hot while charging. Per db analysis, ipg resets while charging was noted in the database logs. The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The user could perceive the sudden change in stimulation status as a feeling of overstimulation sensation. The ipg remains implanted in the patient and delivering therapy.

Manufacturer narrative:
Correction to the initial and follow up 1 mdrs in block h6. Investigation result: the device was not returned to boston scientific for analysis. Device analysis: the database logs could not confirm or determine the root cause of the reported heat at the ipg site while charging. Observations from the charge and system logs revealed that the ipg temperature was within the expected range at the time of the cp connection and while charging. An ipg reset while charging was noted in the database logs. When the system resets, stimulation turns off for 10-15 seconds and returns back to normal operation. Updating the ipg firmware is a remedy for this ipg behavior. You may apply the remedy if the hcp sees fit. Please note that this firmware update only addresses the intermittent therapy due to ipg resets while charging and therefore is not expected to resolve the issue of ipg heat. Be sure to report if the firmware update is done (or has been done) for this ipg. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review did not reveal any anomalies as it states: persistent pain at the implantable pulse generator (ipg) or lead site is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Labeling also states heat due to charging (for rechargeable ipgs). Patients should not charge while sleeping. This may result in a burn. While charging, the charger may become warm. It should be handled with care. Failure to use the charger with either the charging belt or an adhesive patch, may result in a burn. If patients experience pain or discomfort, they should cease charging and contact boston scientific. Investigation conclusion: based on a thorough review of the reported complaint, a labelling review found that the reported event of the ipg getting hot while charging is a known risk of implanting a pulse generator as part of a system to deliver scs. Therefore, this investigation is assigned a probable cause of known inherent risk of device. Additionally, during the analysis of the database, ble.cpp faults occurred while charging, which can cause a system reset. The interactions of the charger's charge field induce noise on the submodule of the bluetooth communication chipset and cause internal resets for the bluetooth communication chipset which in turn can cause a system reset. If system reset occurs, it will cause the stimulation to turn off and turn back on. The user could perceive the sudden change in stimulation status as a feeling of overstimulation sensation. Therefore, this additional finding will be assigned the cause code of cause traced to device design.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) due to it getting hot while charging. Per db analysis, ipg resets while charging was noted in the database logs.